Event description:
Device issue: none. Adverse event: bradycardia requiring medical intervention. Time of ae: during and post procedure. It was reported via a trial that during a stent implant procedure in the right internal carotid artery, the pt had intermittent bradycardia and received multiple, relatively high doses of atropine, which brought the heart rate up. Immediately post procedure the pt developed confusion and speech difficulty. Neurological symptoms resolved by the next morning and were diagnosed as being secondary to atropine. Asymptomatic second degree mobitz type 1 wenckebach with hr in 30s was ultimately diagnosed. Aminophyllin was given and heart rate improved. Hospitalization was prolonged due to the bradycardia. Pt discharged home on (B) (6) 2010 in satisfactory condition. Though requested no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent system was discarded. A follow-up will be submitted with all relevant info.